Event description:
A six beat run of ventricular tachycardia was initially labeled as a "pair of ventricular beats" by the monitoring system. As the rhythm continued and quickly deteriorated into ventricular fibrillation, another alarm was generated that identified the dysrhythmia as "ventricular fibrillation/ventricular tachycardia." As the rhythm continued to deteriorate, it was identified as "asystole".